Manufacturer narrative:
Omit : c20 - no findings available. Correction : medical device type. Additional information : imdrf annex a, g, b, c codes.

Event description:
It was reported during internal security scanning performed on infusion adapter v1.7.1 application, there existed hardcoded credentials which is a security vulnerability. The vulnerability was investigated by the infusion itrt group and found to be a valid vulnerability that impacts fielded versions of alaris v12.3.1 and earlier. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported during internal security scanning performed on infusion adapter v1.7.1 application, there existed hardcoded credentials which is a security vulnerability. The vulnerability was investigated by the infusion itrt group and found to be a valid vulnerability that impacts fielded versions of alaris v12.3.1 and earlier. There was no patient involvement.